Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported by the customer that the bone cement solidified quicker than expected, preventing full insertion of tibial implants. Cement required removal prior to second attempt. Cement had already been inserted into femoral canal; by the time the femoral stem was needed to be inserted into the femoral canal, the cement had already hardened. Another surgeon was needed to come and assist and help remove the cement from the femoral canal before re-attempting to mix new cement and re-insert into the patient.

Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. A visual inspection of a retained sample was performed while mixing the product. No unusual characteristics were observed. Samples appeared to have a homogenous appearance. All results have specification. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate packs were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot. Conclusions: the IFU packaged with the device at the time of manufacture indicates the following relevant instructions for storage and handling: "store in dark at temperature below 25°c,". The IFU also states instructions for mixing the cement as well as a setting time chart which provides a reasonable indication of the cement¿s mixing and handling characteristics for the particular operating room temperature. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.